Event description:
Patient contacted stryker spine by phone to notify us that she received l4-l5 pedicle screws implanted approximately 5 years ago. One of the l4 screws is protruding anteriorly by approximately 6mm and is rubbing against her iliac artery. She is curious to know your incidence of corrosion with these products. She also actively participates in tae kwon do.

Manufacturer narrative:
Additional information hs been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.